Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the superficial femoral artery. A 6 x 200 x 130 innova¿ stent was deployed to treat the lesion. However, the proximal end of the stent foreshortened. The first 150mm of the stent deployed fine but the back end deployed improperly. Subsequently, a 6 x 40 innova¿ stent was deployed to complete the procedure. No patient complications were reported and the patient's status was fine.